Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had not experienced improvement in symptoms since implant and had just finished a treatment with a new hcp in which they use rubber bands and the hcp just took out the little rounds on monday, then they started to have a return of leakage on tuesday. The hcp directed the patient to contact patient services for direction on adjusting their system. The patient stated they did increase stimulation a little bit, would track the results and adjust settings as needed based on symptom results. The patient was to follow up with their healthcare provider (hcp). The hcp later reported the diagnostics performed related to the patient's return of leakage were "history, plain x-ray". The actions taken to resolve the issue included contacting a manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.